Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced seven bent cannula infusion sets due to limited site rotation on (B)(6) 2025. The insertion site was the abdomen. As a result of the bent cannulas, the patient developed elevated blood glucose levels and was subsequently admitted to the emergency room on (B)(6) 2025, where they remained for the entire day. The patient's blood glucose level peaked at 559 mg/dl, and they were treated with anti nausea medication, insulin, and intravenous (IV) therapy. The patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 3 of 7. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.